Event description:
It was reported the patient previously experienced episodes of far field p-wave oversensing. The event was resolved by reprogramming the device. Following the reprogramming, the patient experienced two inappropriate shocks due to far field p-wave oversensing. The device was then reprogrammed to resolve the event. Abbott technical support was contacted and since the oversensing has been present for years it is most likely related to the right ventricular (rv) leads implanted position. The physician agreed with this analysis and further reprogramming and optimization is anticipated to be performed at the patients next follow-up appointment. The patient was in stable condition.

Event description:
It was reported the patient previously experienced episodes of far field p-wave oversensing. The event was resolved by reprogramming the device. Following the reprogramming, the patient experienced two inappropriate shocks due to far field p-wave oversensing. The device was then reprogrammed to resolve the event. Abbott technical support was contacted and since the oversensing has been present for years it is most likely related to the right ventricular (rv) leads implanted position. The physician agreed with this analysis and further reprogramming and optimization was also performed at the patients follow-up appointment to resolve the event. The patient was in stable condition.